Manufacturer narrative:
(B)(4).allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Band slippage and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of an infection as follows: "caution: in revision procedures, the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported lap-band and port removal due to alleged "intolerance and excessive history of slippage, leak and infection." Follow-up with the health professional noted that "intolerance" was used to describe that the pt may have had previous adverse events involving the device. Further follow-up will be conducted to gather add'l info.